Manufacturer narrative:
Additional information: a1, b5,and h6 ( patient code). Device evaluation: one cadd solis vip pump was returned for analysis. The physical condition showed that there was contamination found by the downstream occlusion sensor and in battery compartment. A high alarm displayed: cassette not attached properly was found in the event log. A disposable cassette was attached for testing which passed. The reported issue was not confirmed. The customer's problem could not be repeated or duplicated but verified

Event description:
Additional information was received that there was no patient involvement with the reported errors.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarms cassette not attached. There was no reported adverse event.